Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced failure code 810:13, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:03 was discovered and confirmed by baxter personnel in the pump's event history. This condition was caused by a defective pumphead module. The pumphead module was replaced to correct this condition. This device is a remediated colleague pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.